Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the hcp via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that electrode 4 and 10 were oor on impedance check in or after implant. The leads were removed and wiped down before reinserting with no change. Hcp closed would and will reevaluate at postop appointment. No further complications were reported/anticipated.